Event description:
Four days after having a stent placed in the right internal carotid artery, the patient suffered a myocardial infarction. The patient is a male who was consented to the study. The patient was asymptomatic. The target lesion location was the ostium of the right internal carotid artery. Target lesion diameter stenosis was 80%. The geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was described as mild and concentric. Tortuosity was severe. There was no thrombus present at the delivery site. An angioguard distal protection device was deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The final target lesion percent diameter stenosis was 10. The patient left the angio suite neurologically intact. In 2008, four days after the index procedure, the patient suffered a myocardial infarction. It is unknown if there was recurrent ischemic pain. ECG's were associated.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.